Event description:
The device was sent in for maintenance, but repair was needed due to damaged machined head; worn reciprocation arm; control lever needed replaced due to a missing component; corroded swivel; motor error; control bar error. There was no report of harm or delay as there was no patient involvement. Diligence is complete. During device evaluation the motor speeds were identified as being unstable.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the control bar was out of position, the machined head was damaged, the on/off lever was stuck, the swivel was corroded, a control bar component was missing, the reciprocating arm was worn, and the device was out of calibration. The motor, swivel, control bar, control lever, machined head, reciprocating arm, poppet, hinge, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.